Event description:
Having switched to insulet's omnipod, noticed after using for several months, incidents of pod failure increased dramatically contact tech support and was told due to the fragile components, some failures would occur percentage increased to where 2 out of 3 omnipods failed in one instance, I took vial of insulin and two extra omnipods for an evening away from home. Both pods failed and I experienced bs reading of 450 before I was able to return home to treat high blood sugar I have filled omnipod reservoirs and they have failed during the wireless connection with the pod monitor I have suspended use after experiencing extremely high blood sugar levels directly caused by failure of omnipods.